Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor displayed service code 203-pulse test fault. The u16 and u12 igt control chips on the defibrillator pca board were shorted. The root cause for the shorted u16 and u18 components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.